Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that she was having ¿hot burning¿ sensation intermittently, which had progressively worsened, located near her bottom, right below where her ins was. The patient reported that she had tried to turn stimulation off and that did help with the burning. The patient confirmed that it wasn¿t related to charging or positional change. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep). The rep reported a hot/heating sensation that occurred just underneath the battery site and radiated down the back of the patient¿s left leg. The rep speculated that it wasn¿t the neurostimulator (ins) and the patient reported the sensation occurred no matter if stimulation was on or off. The rep reported that a physician¿s assistant (pa) examined the site but didn¿t see any sites of infection or anything remarkable. The rep reported that the pa pressed on the site and couldn¿t tell if anything was pressing on any nerves that would be causing the radiating pain. The rep reported that the patient didn¿t mention any falls or traumas, but they didn¿t ask either. No further complications were reported.